Event description:
Pt reported being unhappy with infusion set. Per pt: the cleo infusion set (lot number, part number and expiration date are unknown) is awful. Every 3 days it brings me to tears when I do the medicine change I can barely open and dose that plastic contraption when I'm playing with a practice infusion tubing. Then when pt attaches it to a sore, painful catheter site it is torture. Pump return tracking information is not applicable. Photographs were not provided. Position of pump is not applicable. This is a continuous infusion. Set flow rate and volume delivered are unknown. Unknown if md aware. Sq remunity self-fill pt pt started using remunity device (B)(6) 2024. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we replace the cleo infusion set? No. Did the pt have another cleo infusion set they were able to switch to? Yes, infusion is life-sustaining. Was pt able to successfully continue their infusion? Not specified. What troubleshooting was completed? Non. Did pt. Experience missed doses/interruption in therapy? No, outcome unknown. No further info/details or dates available. Reported to (B)(6) by pt/caregiver.